Manufacturer narrative:
(B)(4). Visual examination of the provided photo found signs of repeated use and the trial fractured in half. The device was not returned for further evaluation. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tasp fractured. Attempts to obtain additional information have been made; however, no more information is available.